Event description:
It was reported there was foreign material attached to the periphery of the lens optic upon implantation of the intraocular lens (iol) into the patient's eye. The lens remained in the patient's eye. There were no patient injuries, and no additional surgical/medical interventions or delay in procedure were reported. No further information was provided.

Manufacturer narrative:
Patient age, weight and ethnicity: information unknown/ not provided per country's personal data privacy legislation/policy. Explant date: not applicable, as lens was not explanted. Initial reporter last name: unknown/not provided. Initial reporter telephone number: (B)(6). The intraocular lens (iol) remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.